Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving dilaudid [unknown concentration] at an unknown rate via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient went into the ER before sometime in 2012. The patient had a concern that the medicine that was given to them was expired. There was no further information provided and no further complications reported/anticipated. [Omitted information from (B)(4)¿ withdrawal, pain 2013; (B)(4) pain is horrible (current); (B)(4)¿ pump not working 2016; (B)(4) ¿ spinal crisis].